Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace instrument's generator presented a "high pressure at the tip" message. This instrument could not work. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to fail initialization when connected to the generator. The error message ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. Self-test never completed. Additional investigation found a broken curved blade. The broken piece, approximately 0.52" x 0.10" was not returned. The material was missing. Blade damage was detected by the generator with a solid tone error. The complaint was confirmed by failure analysis.